Manufacturer narrative:
The cot in question was evaluated by a ferno authorized field technician. After visual and functional testing it was determined there were various parts within the auxiliary lock that were worn which could potentially not allow the cot to fully engage in the locked position. There was also an unknown type of lubrication found within the c-channel which did not allow for evaluation of the operating mechanisms within the trolley system. This cot was 8 1/2 years old at the time of the reported incident with the last documented preventative maintenance service being november 2013. It was recommended to the customer that the cot be removed from service due to the age and lack of maintenance of the unit. Follow up communication with the customer confirmed the complainant and the chief visited the patient at that hospital and the patient was well and did not incur any serious injury as a result of the incident. The customer also confirmed the cot was removed from service and would not be repaired.

Event description:
It was reported while unloading a patient from the ambulance the emt allegedly had difficulty in getting the legs to disengage and lower fully. The emt used his foot to complete the lowering of the legs. It was thought the legs were locked into place but when the cot was removed from the ambulance it allegedly began to fold and the emt's were unable to keep the cot from tipping to the side with the patient. The patient allegedly complained of head and arm pain. The complainant reported the patient bumped their head and shoulder and both injuries appeared to be non critical in nature. The patient was evaluated at the hospital. An investigation and evaluation has been initiated.

Event description:
It was reported while unloading a patient from the ambulance the emt allegedly had difficulty in getting the legs to disengage and lower fully. The emt used his foot to complete the lowering of the legs. It was thought the legs were locked into place but when the cot was removed from the ambulance it allegedly began to fold and the emt's were unable to keep the cot from tipping to the side with the patient. The patient allegedly complained of head and arm pain. The complainant reported the patient bumped their head and shoulder and both injuries appeared to be non critical in nature. The patient was evaluated at the hospital. An investigation and evaluation has been initiated.